Event description:
It was reported that the patient presented for device replacement procedure. Upon connecting the new pulse generator to the lead, noise on both the atrial and ventricular channels causing inhibited pacing was observed. The pulse generator was not used, another was implanted successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.